Manufacturer narrative:
Additional information: e1: telephone number provided as (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. The foreign matter could not be identified, and a further cause could not be determined. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in tjf-q180v operation manual 3.2 inspection of the endoscope IFU states the preventative measures in tjf-q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter in the forceps elevator. There was no patient involvement.